Manufacturer narrative:
The product has been received and is currently being analyzed. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant procedure this implantable left ventricular (lv) lead caused a perforation in a lateral vein. The lead was explanted.